Manufacturer narrative:
(B)(4). Date sent: 06/25/2025 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot assisted lung segmentectomy, the cartridge was loose and almost fell out when loaded and tried to be fired as usual. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/29/2025 d4: batch #c9eh4y investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The test reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number c9eh4y, and no non-conformances were identified.